Event description:
Customer reported that the up arrow button was not working properly. Customer stated that the buttons were sticking and unresponsive at times. Customer also mentioned that the numbers were skipping. Customer's blood glucose reading at the time of the call was 236 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened, esc and act buttons, dome switch. No unexpected numbers ramping during testing. The device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, and stained end cap sticker.